Event description:
It was reported that the patient had hip pain a few month after a trochanteric nail has been implanted.

Manufacturer narrative:
Evaluation summary: as no item was returned function and dimension could not be checked. The device history could not be reviewed because lot number was not provided. With the help of the received x-rays it was possible to approximate the affected items in order to review the complaint history. General aspects: the basics of the gamma3-system are the interaction of nail set including a set screw and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. In this case the fracture site had totally collapse and the lag screw had medialized causing cut out with penetration of femur head after an implantation period of approx. 3 months. The x-rays were reviewed by a medical expert. Together with technical experiences it was concluded that most likely the set screw had been unscrewed for more than ¼ of a turn resulting in exceeded motion of the lag screw towards medial. However, depending on blurred details on x-rays a real cause of the event could not be determined without the affected items.

Event description:
It was reported that the patient had hip pain a few months after a trochanteric nail has been implanted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.